Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via a manufacturer representative that the blade sheared off during a functional endoscopic sinus surgery procedure. The tip that sheared off landed on the floor. A new blade was opened to continue the procedure. There was no disruption to the case. There was no patient impact.